Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: occlusion alarms due to a high force were verified in the black box and history. Product analysis was unable to duplicate any occlusions during the investigation. The force sensor calibration reading was in specification. The cartridge cap was not returned with the pump; a test cap was used to complete the investigation. The battery cap was returned with the device and was used to complete the investigation with no issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.